Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Patient described the area as two dime sized sores on back near te pads that itch. The patient¿s physician prescribed a cortisone cream for the sores. Follow up indicated that the sores improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.